Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock while trimming the bushes with a non electric hedge trimmer. The device shocked the patient for vf multiple times. Review of the egms showed noise that was being oversensed on the ventricular channel binned as vf. Micro fracture or insulation breach was suspected. The lead was replaced.